Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team has confirmed the patient did a back-and-forth time change on (B)(6) 2025 and the upload made until (B)(6) includes the time change event. Patient should see data starting (B)(6), the patient/hcp should only generate reports from the corrected dates onwards (from (B)(6) onwards). The most likely root cause is a invalid time change. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: patient did a back-and-forth time change on (B)(6) 2025 and the upload made until (B)(6) includes the time change event. Patient should see data starting (B)(6), the patient/hcp should only generate reports from the corrected dates onwards (from (B)(6) onwards). Please ask the patient to generate reports from nov 23rd onwards without a and p report as it takes data from the corrupted period. If the patient wants to generate a and p report, please ask them to generate the a and p report with out comparison (select no comparison). The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the generated report doesn't have any data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.